Manufacturer narrative:
Insulin pump received with minor broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump where you put the cartridge is starting to crack. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.